Event description:
Procedure: thoracic. Patient sex: unk. Reportedly, the stapler jammed on the pulmonary parenchyma which required the surgeon to increase the size of the incision in order to remove the device. The patient's condition is satisfactory.